Manufacturer narrative:
During investigation of the device, the hand piece exceeded the maximum allowed temperature rise on the upper end of the spindle housing and the core drive shaft and the etched spindle were broken. The hand piece has been repaired and returned to the customer.

Event description:
It was reported by the MFR that while being tested by the MFR, the hand piece overheated. There was no pt involvement and no adverse consequence as a result of this event.